Event description:
The customer's husband reported that the customer had been hospitalized due to erratic blood glucose levels. It was reported that the customer's blood glucose levels were stable at the time of admission, but they had been erratic for seven weeks prior to the event. Troubleshooting could not be performed at the time of the phone call, so the customer's husband was advised to call back when troubleshooting could be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.